Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, plastic around the jaw of a maryland bipolar forceps instrument broke. A broken cautery cable was also reported and that no components fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering inspected the instrument and confirmed that there is material removed from both yaw pulleys due to burning, on the same side as one conductor wire. The conductor wire is detached from the grip as a result. The yaw pulleys exhibit localized melting. Charring/melting is likely due to repeated activation of cautery without tissue between grips. High generator settings may have contributed to the damage. Engineering also observed the distal end of the main tube has a section with light material removal all around the tube. Damaged area is 2.5 " long, parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.